Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer's blood glucose level was 58 mg/dl and 424 mg/dl. Customer treated high blood glucose with insulin pump and low blood glucose with ice cream. Customer was alleging that the insulin pump was over delivery because of low blood glucose level. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event and took of the insulin pump when blood glucose went low. Customer declined trouble shooting for high blood glucose level. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.